Event description:
After 36 hours of iab therapy, alarms sounded and a balloon leak was noted. The iab was removed and not replaced. No pt injury or further complications occurred.

Manufacturer narrative:
Bard vascular has previously reported this event as communicated to them via telephone conversation with the user facility on 1/28/98. Conflicting information regarding this same event has now been received via a medwatch report 2/23/98 from this same user facility. This supplemental information is now being forwarded to FDA's attention and reflects the current information available on this event.